Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and there were no failure detected. A review of the downloaded receiver log did not confirm the reported event of an error icon display. A root cause could not be determined.